Event description:
Spoke to (B)(6) (daughter) pump stop working for couple days ((B)(6) 2021-pm to (B)(6) 2021 am) mom has changed to back up pump on (B)(6) 2021 am to pump rate: 71ml/24hr and she experience so many se's, pain, fatigue, not feeling to well, changes in breathing patterns. Daughter confirmed she is feeling much better. Rph informed caregiver to give a call to pharmacy and notify md right away when this happens. Md was made aware. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Patient switched to back up pump. Resolved? Yes ongoing? No. Reported to (B)(6) by pt/caregiver.